Event description:
Ous MDR - after an implantation time of about 10 months, oversensing was reported. However, no inappropriate shocks were delivered. During the revision,a suspected insulation defect was observed at the lead. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead properties were checked. It was noted that the insulation of the lead body was massively damaged by squashing about 35 cm distal of the is-1 connector pin. In addition, the rope conductor to the vcs shock electrode was broken at this site. The observed damage manifestation, which confirms the clinical complaint, requires excessive pressure load onto the lead body. The characteristics of the damaged structure of the lead body(squashing) leads to the assumption of excessive mechanical stress on the lead due to the subclavian crush syndrome. In addition, a deformed fixation screw was identified. The analysis showed that the cause can probably be seen in mechanical stress during the operation. There were no indications of material defects or manufacturing errors.